Manufacturer narrative:
The complaint was reopened due to the products were received. The devices were reviewed by bioengineering and a report was received stating with regard to the head; a goldberg taper score of 4 was given, stripe wear was identified, and fine scratches of 50-74% was noted. With regard to the liner no impingement or malalignment was noted, fine scratches of 50-74% was noted on the bearing surface, and screw wear was noted on the back face. With regard to the screws 1 screw was fractured, all screw head worn heads and some marking on the shanks. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eight years after the primary surgery, it was found the cup was loose, so the revision was performed. Osteolysis was also noted.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.